Event description:
It was reported that the customer had a blood glucose level of 406 mg/dl. The customer treated with manual injection. The customer's insulin pump had a compromised force sensor system alarm and stopped working. During the manual prime process, the insulin is squirting out at a rapid rate. Standard troubleshooting was performed. The customer's insulin pump became stuck in a priming loop and a rewind complete loop. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test and unable to prime during prime test, due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).